Event description:
It was reported that during a thoracotomy procedure, the device fired and made a loud sound and locked on tissue. They used a rubber mallet to open the device. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Release button; yoke. Eval summary: the analysis results found that the ez45g device was rec'd with the clamping mechanism damaged and with the release button broken, a fully fired cartridge was present in the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found damaged. No functional test was performed due to the condition of the device. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 300% inspection takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the mfg process.